Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance of greater than 3000 ohms, noise and high capture threshold. The ra lead conductor was suspected to be fractured. Subsequently, surgical intervention was performed, and the ra lead was capped and abandoned (i.e., it remains implanted but is no longer in service). Additionally, the patient also received an upgraded system to a cardiac resynchronization therapy defibrillator (crt-d) device. No additional adverse patient effects were reported.